Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level range of 40-45 mg/dl; cause was not known. Customer consumed carbohydrates and emergency medical technicians provided assistance by administering an intravenous medication to treat the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management. A pump data review was performed and it was observed that prior to the low, the customer had delivered two boluses.